Manufacturer narrative:
The device was further investigated by stryker. It was determined that the root cause of the reported failure is a faulty readiness display flex cable.

Event description:
The customer contacted stryker to report that their device was not working as expected. During the initial device evaluation, stryker, observed that the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device was not working as expected. During the initial device evaluation, stryker, observed that the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue.